Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information's and patients' medications was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information's and patients' medications was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial and medical device model. Upon investigation of the actual device used in this incident, it was determined that the patient information and patients' medications did not cross over. A technical support specialist (tss) dialed in and verified patient encounter system (pes) synchronization, confirming all devices were communicating. The tss ran a downtime query in ssms, which showed approximately 32,000 delayed carefusion coordination engine (cce) messages/orders inbound. The tss restarted via services. Msc, then re-ran the query and observed a reduction in delayed messages. The tss informed the requester that cce logs were unavailable and would coordinate with iest for assistance. Logs were extracted from event viewer to application on the es server, including the pyxis external inbound processors service and es messaging logs, which were shared with the customer. The system functioned as intended after the technical support specialist troubleshot the device.